Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and "autoimmune response due to the implants." Healthcare professional confirmed a right-side rupture. This is a right side record. Device has been explanted.